Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the ra and lv leads were dislodged. During the procedure an rv lead insulation break was observed.